Event description:
The user facility reported a 54-year-old white female with cardiomyopathy was implanted with an impella rp for mechanical circulatory support. During the impella rp procedure, the physician observed that hemostasis was not obtained after the 23fr peel away sheath was inserted, and the dilator was taken out. A new 23fr sheath was placed and hemostasis was achieved and impella rp procedure continued.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Event description:
The complainant reported that during the impella rp procedure the physician observed that hemostasis was not obtained after the 23fr peel away sheath was inserted, and the dilator was taken out. A new 23fr sheath was placed and hemostasis was achieved and impella rp procedure continued.

Manufacturer narrative:
The investigation for the introducer damage - mechanical issue has been completed. The introducer was returned for investigation. The sheath was peeled away after the hemostasis valve leading to a gap through which the blood can easily flow out. Therefore, the root cause of the introducer damage issue was use related to improper technique.